Event description:
Additional information received reported the patient received x-rays to determine a possible break in the lead. It was noted the patient is awaiting an appointment with a neurosurgeon. No further information was provided.

Event description:
It was reported that it was discovered around (B)(6) time of 2013 that a lead was broken and the patient was getting no stimulation from his unit. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 74002, lot# n249512, implanted: (B)(6) 2011, product type: adapter. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3998, lot# l58962, implanted: (B)(6) 1999, product type: lead. (B)(4).